Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage. The insulin pump had a cracked case near a display window corner and a cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
It was reported that the customer was trying to perform an infusion set change and the insulin pump got stuck on the mail menu and kept skipping screens. The customer's blood glucose was 120 mg/dl. The keypad of the device was unresponsive. While on the phone, the insulin pump started alarming button error. The discontinuation of the device was advised. Nothing further was reported.